Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h9, h11. Corrected fields - d5, e2, e3, e4, g2.

Manufacturer narrative:
Updated fields - b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. It is unknown under which circumstances this event occurred and it is unknown whether a patient was involved or if there was any harm or injury. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had issues - a missing handle on one base and another base with a handle that wouldn't move forward.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.